Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced discomfort at the ipg pocket site. As a result, surgical intervention occurred on (B)(6) 2022 wherein the ipg was relocated from the right flank to the upper right buttock to address the issue.